Manufacturer narrative:
An investigation is underway, upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2011 by (B)(6), principal post market surveillance specialist from physio control that a customer had an issue with a defibrillation electrode. Mr. (B)(6) reports that he received a complaint from (B)(4) fire department and (B)(6) ems. It was reported to mr. (B)(6) that medical personnel were called to the residence of a (B)(6) old male patient that had been unseen for 10 minutes prior to being found "blue" on the floor. The call came in at 14:12, the first responders ((B)(4) fire department) arrived approximately five minutes later and began CPR. They connected a lifepak 1000 defibrillator to the patient along with kendall medi-trace electrodes. They reported receiving multiple "connect electrodes" warning messages and were not able to shock the patient. The patient was noted to have excessive hair so they "roughly" shaved the chest. CPR was continued until the arrival of (B)(6) ems at 14:22. At that time, ems connected a lifepak 15 monitor/defibrillator to the same kendall medi-trace electrodes and proceeded to successfully deliver one shock of 200 joules. The medic began seeing "dash lines" on the monitor and changed the electrodes to another set of kendall medi-trace electrodes. The failure persisted at the time it was decided to change back to the lifepak 1000 defibrillator. The patient was then successfully shocked two more times with 200 joules and then 300 joules. At this time, a third defibrillator (lifepak12) was brought to the scene and connected to the existing, (2nd) set of kendall medi-trace electrodes. There were no problems reported with the connection or the defibrillator however, no shocks were delivered and the patient was not resuscitated. The ECG recordings from the defibrillators indicate a delay of approximately 1 minute and 45 seconds from initial connection to defibrillation.